Event description:
In 2000 (exact date is not known) a pt (also the initial reporter) underwent a l5-s1 lumbar laminectomy in which adcon-l was administered. A myelogram was performed. (The pt could not remember if this had been performed before or after the surgery). Per the pt's statement, no steroids or other products were used other than adcon-l. The pt reported that on the 3rd day post-operatively, the pt had a mild headache and had clear fluid leaking from the wound. The pt was treated in an emergency room where a catheter was placed in back to drain the csf. The pt spent 5 to 6 days in the hosp where the pt experienced severe nausea, pain, and loss of 900 to 1100cc's of csf. No epidural blood patch was administered and there was no surgery to re-explore the wound at this time. Subsequently, the pt experienced excruciating headaches, and pain in leg, foot, and back. The pt was not working, not lifting heavy objects, and lying flat on back. The pt experienced an elevated blood pressure and was in and out of the emergency room. A reoperation was performed in 2001 (6 months after the previous surgery) using an open standard technique. The pt was told by the surgeon that the wound was "cleaned up". After this operation, the pt's condition improved. The pt is still not working because of the physical demands of job, and is also taking anti-inflammatory and pain medication.